Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was moisture noted below the white twist clamp of the transfer set during patient use. At the time of the reported event, the transfer set was in use for four months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a minicap and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The minicap received with the sample was used during leak testing. The cause of the reported leak occurrence was determined to be a broken occluder foot (leak through the set) which was identified during visual/functional inspection. The reported condition was verified. The sample did not meet specification for the reported issue. An assignable cause of the broken occluder foot could not be determined. Should additional relevant information become available, a supplemental report will be submitted.